Event description:
It was reported that the caller questioned whether there was noise. The episodes were reviewed by technical services and the non-sustained episodes appeared to be some type of electrical magnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.